Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Pre-dilatation was performed resulting in a 30% residual stenosis. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the tip cell stent strut was lifted. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.